Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #7r; 5517f702; cle2b, titanium bplate triathlon s7; 5536b700; ctd24050, titanium patella-asymmetric; 5552-l-350; dkt9 . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
The patient underwent right knee replacement (B)(6) 2018. The patient had right knee periprosthetic joint infection and underwent right knee revision. All components exchanged in (B)(6) 2019.